Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the distal set-up joint (dsuj). The system was verified and ready for use. The unit was analyzed and errors 307 and 319 were found indicating node not present both the universal surgical manipulator (usm) and suj distal in question. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 319 thus replicating the reported event. The unit was then installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests without any log errors but the wrist brake rotation was very stiff where exercised. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered error 319 on the universal surgical manipulator 4 (usm4). The technical service engineer (tse) confirmed the error and found it was pointing to the axes controller tornado on the distal set up joint. The tse walked the customer through a hard power cycle but the issue remained. The customer stated that the patient side cart was being swapped out for the case as all four usms were needed. The procedure was aborted to another dv system with no reported injury.